Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. The heater test failed. Failure due heater not activating. Failure was caused by a blown f1 fuse with signs of thermal decomposition on the ac distribution board. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a blown f1 fuse with signs of thermal decomposition on the ac distribution board. The cycler was refurbished following the evaluation.

Event description:
It was reported a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty cycler alarmed m67 fluid temperature out of range during step 5 of set-up. The issue occurred 2 times and the patient was not connected. The cycler was not near a heating/cooling source, the solution bags were stored away from the cycler in the bedroom, nothing came into contact with the heater tray, bags were not placed in the microwave or other heating source, and the room was at room temperature. The fresenius technical support representative advised the patient to reboot the cycler for 10 seconds and re-set up but the heater temperature is not turning off. The fresenius technical support representative advised the patient to discontinue using the machine and issued a replacement cycler. It was reported alternate treatment option was available. Multiple attempts have been made to gather additional information, but fresenius has not received any further details regarding the reported event to date. Upon physical evaluation of the cycler by the manufacturer, it was identified that the failure was due heater not activating and was caused by a blown f1 fuse with signs of thermal decomposition on the ac distribution board.